Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope, customer states when scope connected to camera it was cloudy with very poor visibility. Customer did some troubleshooting and unable to fix the issue. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact., no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The top part of the image was observed to be blurry. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID #:(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope, customer states when scope connected to camera it was cloudy with very poor visibility. Customer did some troubleshooting and unable to fix the issue. No patient involvement.